Event description:
Additional information received reported that there was no damage observed to the pushwire after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was being treated for a ruptured saccular aneurysm of the m1. The aneurysm max diameter was 5 mm and the neck diameter was 3 mm. The patient's blood flow was normal and the vessel tortuosity was minimal. The axium coil was successfully delivered to the aneurysm location. The physician attempted manual detachment at the first detachment point and the backup attachment point but detachment was not achieved. It was attempted to used tweezers to pull and push the wire inside the guidewire to encourage detachment, but detachment still was not achieved. No attempt was made with an instant detacher. The coil was withdrawn and replaced with a new coil that was successfully delivered and detached. All devices were prepared per the instructions for use (IFU). There was no harm or injury to the patient.

Manufacturer narrative:
H3: the axium prime coil (model: apb-3-8-3d-es lot: b019584) was returned for analysis. The actuator interface was found loose on the coupler tube with the twr crimps broken. This is indicative that a detachment was attempted at this location with an instant detacher. The axium prime pusher was found broken at the positive load indicator and the break indicator with the segments retained by the release wire. This is indicative that manual detachment attempts were performed at these locations. The coin was found fully retracted out of the lumen stop with the shield coil intact and unstretched. The implant coil was returned already detached. The implant coil was found damaged. The outer jacket was removed to gain access to the coin. The coin was found damaged. The lumen stop and retainer ring were both found damaged and the inner diameters could not be measured. No damages or irregularities were found with the detach element and detach element ball. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed as the device was returned with the implant coil already detached. However, the coin and lumen stop were found damaged. It is possible that the coin became stuck within the lumen stop, causing the non-detachment experienced by the customer. In addition, the retainer ring and implant coil were damaged, indicative that excessive torsion was experienced by the pusher/implant. Potential causes are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. The physician reported patient vessel tortuosity as minimal and device was prepared as per IFU. There was no non-conformance to specification identified that could potentially contribute towards the non-detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.